Event description:
The customer alleges he got his foot stuck in between the footrest and wheel during a transfer; the customer fell and sustained a fractured right leg.

Manufacturer narrative:
The powerchair was not evaluated by the MFR, however, is functional, and still in use with the user. The event was due to user error. The event was not product related; it is being reported due to the sustained injury.